Manufacturer narrative:
There was no patient consequence reported with this complaint. There was no char on the catheter returned to bwi and no malfunctions could be re-produced during testing as indicated in evaluation summary. Concomitant products: carto 3 system, catalog # fg540000, serial # (B)(4). Stockert 70 rf generator, catalog # s7001, serial # (B)(4). Coolflow irrigation pump, catalog # cfp002, serial # (B)(4). The returned catheter was visually inspected and there were no char on the catheter. The catheter passed electrical, leakage, temperature, and rf generator test. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that there was an impedance issue while this catheter was in use with the stockert rf generator. This occurred three times and on the third time, the physician removed the catheter and it was noted that there was char on very distal end. The catheter was exchanged and the case resumed. The patient was discharged according to normal hospital protocol post procedure.